Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event on 26-feb-2026.the blood glucose level was 548 mg/dl at the time of the event that persisited for more than 4 hours and got treated with insulin pump. No further information available.